Event description:
Reportedly, during the follow-up dated (B)(6) 2013, the time to elective replacement indicator (eri) for the subject device was 8 months (battery impedance at 18 kohm). However, during the previous follow-up ((B)(6) 2013), a predicted longevity of 22 months was displayed by programmer (with battery impedance at 3.71 kohm). The subject pacemaker was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.